Event description:
It was reported that the customer was hospitalized for low blood glucose levels and a foot infection that turned to gangrene. The customer's wife advised that the hospitalization was not caused by anything related to the insulin pump. She stated that the customer had been taken off of insulin pump therapy. She stated that the customer had been transported to the hospital by emergency medical technicians due to low blood glucose levels several times in the last few months. The blood glucose reading was between 20 and 30 mg/dl. The caller did not know if there were any significant events leading to the hospitalization nor what the perceived cause of the low blood glucose event was. During the hospitalization on (B)(6) 2015, the blood glucose reading was in the lower 30 mg/dl range, and the one on (B)(6) 2015 had a record of 27 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.